Manufacturer narrative:
This supplemental report is being submitted to provide additional information to b3 and the legal manufacturer's final investigation results. Based on the results of the investigation, the foggy image likely occurred due to a damaged charged coupled device unit; however, a definitive root cause would not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited the field of view fogged due to damage to the imaging section. There were no reports of patient involvement.